Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had audio beep anomaly. The customer¿s blood glucose level was unknown. The customer stated that the audio, beeps, alarms on their insulin pump were not louder, they were not hearing them and they were inaudible. The insulin pump will not be returned for analysis.